Event description:
This is a spontaneous report received by baxter from a sales rep on 08-oct-2009 about a transfer set (code: r5c4482, batch: h08j21081) which detached from the titanium adapter without any manual impact. The set was on the patient about 6 months. A new transfer set was attached. Prophylactic antibiotic treatment was given (vancomycin). No patient injury was reported. The actual sample is available and will be sent to the plant for investigation. Additional info received by baxter, on 19 oct. 2009 by phone from the customer: the patient has been performing capd since six months prior to event. The patient has a titanium adapter from baxter. No difficulties were noticed during initial connection and afterwards. It is unknown why the connection became loose. Prophylactic antibiotic treatment was given to the customer.

Manufacturer narrative:
Evaluation summary: received one used set with cap on dark blue connector and no cap on patient's connector (no titanium adapter returned) into the lab in reference to disconnection transfer set and patient line. Functionally hand tightened a lab titanium adapter without difficulty and an approximate 5 lb push-pull was performed with no disconnection noted. Cap was removed and residue was rinsed off dark blue body. Set was then tested underwater at 8 psi with no leak noted. Functionally tested set underwater at 8 psi with clear-passage noted. During visual inspection, no manufacturing abnormalities were noted. The complaint could not be confirmed in the lab.